Event description:
It was reported the pt lost stimulation coverage to her left cheek and was receiving stimulation in an unintended area. X-rays were taken and revealed the lead migrated. Surgical intervention was undertaken on (B)(6) 2013. The lead was repositioned and another lead was also implanted. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.